Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switch was observed. Atrial fibrillation and atrial tachycardia was observed due to far field r-wave oversensing. Programming changes were recommended. No further information available.